Manufacturer narrative:
The customer¿s complaint of a chemo droplet noted behind a plunger texium syringe was confirmed. A photo provided by the customer observed a droplet of fluid behind the syringe black plunger. The root cause of this failure was not identified.

Event description:
It was reported that a droplet of chemo daratumumab was noted on the back plunger of the bonded texium syringe. The event occurred after the infusion was completed. The customer confirmed no user or patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested not provided. Suspect not sequestered, photo provided by customer.

Event description:
It was reported that a droplet of chemo daratumumab was noted on the back plunger of the bonded texium syringe. The event occurred after the infusion was completed. The customer confirmed no user or patient harm.